Event description:
Rptr has interstitial cystitis and physician thought a sacral nerve implant called interstim made by medtronics would help with bladder frequency and constant abdominal pain. Rptr had the trial in 11/99 and bladder frequency decreased from every 15 mins to every 5 hrs and rptr had no constant pressure. Rptr was approved to have a permanent implant and the effects of the surgery were discussed with rptr and spouse. Rptr was told by the medtronic rep that the worst case scenario would be that the interstim would be removed and symptoms would return. Rptr had the implant and has had nothing but trouble since. Since the implant, rptr has had chronic pain at the site where they implanted the box which controlled the device. By 5/00, rptr became suicidal due to the severe pain and dr decided to remove the interstim device. Rptr underwent another major opertion which took dr three hrs of digging in rptr's back to get the device out. Needless to say, rptr now has permanent nerve damage and pain in both spine and right buttock area where the box was implanted. Rptr has been to numerous pain specialists and had nerve blocks but nothing has helped. Rptr is most angry that they were never told that this could result in permanent damage. Rptr would not have had the procedure if they had known all the facts. Now rptr is left with interstitial cystitis, constant abdominal pain and back and buttock pain. Rptr has nowhere to turn and is scared they will have to live the rest of their life like this. Rptr honestly doesn't know if they can. Rptr feels medtronic needs to be more forthcoming with the catastrophic effects of this device so pts can make informed decisions about this procedure. Rptr knows they live every day regretting decision and blaming self for this but they should have better informed them regarding the adverse effects and the seriousness of having interstim implanted in body. Rptr asks how many other people have to get hurt and have permanent disability before this is taken seriously.